Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the buttons on the insulin pump were stuck and the device alarmed no delivery. She removed the battery for 30 minutes inserted a new one and the device alarmed battery out limit. Customer noticed the device was cracked. Customer's most current blood glucose was over 600 mg/dl. The crack is located on the bottom of the right side of the act and light arrow towards the medtronic sticker. Customer was unaware how damage occurred to the device. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device. Troubleshooting for battery out limit, no delivery alarm, and high blood glucose was not performed due to device being returned for cosmetic damage.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.